Event description:
Event description cpi received information that the rate sense terminal of this endotak transvenous defibrillation lead was removed from service due to oversensing, inappropriate shocks and inhibition of pacing. A separate rate sense lead was added to the system.